Manufacturer narrative:
H3: product ID: 37761, serial# (B)(6) was returned for analysis and found the connector pins were broken/bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Pt stated their recharger (insr) battery was not charging. Pt stated it seemed like the insr port and dtc plug were not making a solid connection. Agent reviewed dtc replacement, but the patient did not have their equipment with them and will call back in when it is available. Patient stated they were hit on their motorcycle and had an x ray done to see if the leads moved, but they had actually moved before that. Patient said they are due for a revision. Pt had not been to their managing healthcare provider (hcp) in years. Pt called in with their serial number. Agent sent an email to repair to replace the dtc. Agent also will send an email to the field in case the pt would need to transition to the wireless recharger as the pt is going out of town on friday. Agent forwarded email to the appropriate representatives and closed the case

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6)); product type: 0213-recharger; implant date ; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date ; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.